Event description:
The hcp reported that the device was explanted due to "battery depletion" after an implant duration of 15 months. No patient symptoms were reported. The drug being administered is unknown. The device was replaced with another device. A follow-up report will be sent when additional information becomes available to us.